Event description:
Following 2 attempts to sound the uterus, with a metal sound (not a hologic device) and the plastic suresound, it was decided not to begin the novasure endometrial ablation. During laparoscopic procedures immediately following the sounding the physician noted a perforation in the fundus of the uterus. No treatment was needed. The pt was scheduled for admission because of the laparoscopic procedures. A hysteroscopy, dilatation and curettage (d&c), small polyp removal, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. On (B)(6) 2012, the physician reported she saw the pt yesterday and she is "doing fine".

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).